Event description:
It was reported that one day post implant the patient received a shock due to noise on the right ventricular lead. It was also observed that the lead had dislodged. At the lead revision procedure the implanter tried several times to reposition the lead but was unable to fix to the position. The lead was removed and it was found that the helix was unable to fully extend. A new lead was implanted instead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Corrections: evaluation summary: (B)(4) the full lead was returned, analyzed and the helix/lobe was distorted/bent. It was noted that there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism and there was apparent explant damage. The analyst visual comments also noted that the helix was returned partly extended and bent, no further helix testing was possible and a photograph was taken.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the lead is in process; the results will be forwarded when available.